Event description:
Per independent repair center, unit is alarming or red light. Failures include: valve stuck, poppet kit not shifting, heat exchanger leaking, sieve tubes leaking, sieve beds saturated, leaking at the worm clamps, and leaking at the zip ties.